Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 413mg/dl. She has been experiencing high blood glucose levels and reported to not be feeling well. The customer was advised to disconnect from the insulin pump. When customer removed the infusion set she noticed the cannula was bent. Troubleshooting could not be fully completed at the time of the report. The product is not being returned. Nothing further to report.